Manufacturer narrative:
Batch review performed on 20-feb-2020. Lot 187977: (B)(4) items manufactured and released on 22-jan-2019. Expiration date: 2024-01-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with 1 other similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2017. On (B)(6) 2019, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the medacta sphere insert flex right 10mm s5 with a medacta sphere insert flex left 10mm s5. The surgery was completed successfully. Complaint (B)(4) was filed. Presently, on (B)(6) 2020, came in due to signs of an infection and the pathogen is unknown. The surgeon performed an I&d and revised the insert. The surgery was completed successfully.